Event description:
It was reported the health care provider (hcp) had lowered the patient's dose. On the day of this report, it was reported the patient was febrile. The pump logs showed the daily dose had been decreased by fifty one perfect. It was later reported the hcp was going refill the pump on (B)(6) 2013 but they decided not to and lowered the dose. Cultures had been taken on (B)(6) 2013 and the results received on (B)(6) 2013 confirmed an infection was present over the pump site. The device system was used to administer lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_prog, product type: programmer. Physician product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Additional information received reported that the pump was explanted by the health care provider (hcp) that implanted the pump, due to infection. It was reported they would not be putting in another one. It was confirmed a culture had been taken however the reporter was unsure of the organism or where it was taken. The patient reportedly had experienced pain and discomfort. The pump was discarded as far as the reporter knew. The patient recovered "fine" without any issue. There were no device issues.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the health care provider (hcp) lowered the patient's dose. The low reservoir alarm date was reported to have been (B)(6) 2013, but when the pump was updated it showed a low reservoir and empty reservoir alarm had occurred. It was reported, the patient was febrile, on the day of this report, and the pump was reported to have been alarming. It was later reported, the patient's dose had been decreased by fifty one percent. And the reservoir volume on (B)(6) 2013, per the pump logs, was 8.2 milliliters (ml). It was later reported telemetry confirmed the alarm heard was due to zero ml reservoir volume. It was reported, the hcp had planned to refill the pump on (B)(6) 2013, but decided not to. The hcp had instead lowered the dose and took cultures of the pump site. On (B)(6) 2013, an infection over the pump site was reported. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4).